Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. The event was confirmed through clinician review of the medical records provided. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant indicated: cup malposition in excessive anteversion has contributed to impingement between stem neck and cup rim with point contact in subluxation creating huge overload forces with ultimately a ceramic head fracture requiring revision. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated: cup malposition in excessive anteversion has contributed to impingement between stem neck and cup rim with point contact in subluxation creating huge overload forces with ultimately a ceramic head fracture requiring revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
The customer reported a shattered alumina femoral head which was revised.